Manufacturer narrative:
(B)(4). Failure event observed during analysis. A partial lead with the middle portion was returned for analysis. External insulation abrasion was noted at 7.4-7.6cm and 23.9-24.4cm from the distal cut end of the lead, consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.